Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that coating issue occurred. The 99% stenosed target lesion was located in the mildly tortuous bile duct. A 035/145 (bx/5) amplatz super stiff guidewire was advanced for treatment. However, during the procedure, the coating was bulging or expanding slightly before the tip of the wire. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device eval by manufacturer: this device was returned with its original pouch from batch 28911166. Visual inspection observed that the distal end was kinked. Further microscopic inspection was performed that revealed the coil had jumped, which confirmed the reported event from the field.

Event description:
It was reported that coating issue occurred. The 99% stenosed target lesion was located in the mildly tortuous bile duct. A 035/145 (bx/5) amplatz super stiff guidewire was advanced for treatment. However, during the procedure, the coating was bulging or expanding slightly before the tip of the wire. The procedure was completed with another of the same device. There were no patient complications reported.